Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose was high for less than one hour and got treated with change of set pump correction.